Manufacturer narrative:
The t:slim g4 user guide states: only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level between 200-300 (mg/dl). A correction bolus via the pump and the pump supplies were changed to address bg levels. Reportedly, the customer was using apidra insulin. Due to supplies being changed, troubleshooting to determine the source of occlusion could not be performed.